Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one repair kit with a small segment of broviac catheter attached at the distal end was returned for evaluation and one electronic photo was provided for review. The investigation is inconclusive for the reported catheter obstruction of flow, difficult to flush and fracture issues as only a small segment of broviac catheter was returned for evaluation and the exact circumstances at the time of the reported events are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified. (Expiry date: 07/2022).

Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly had obstruction. It was reported that the catheter allegedly deformed and had difficulty in flushing. Reportedly the treatment was extended and the patient allegedly experienced pain. The patient current status was unknown.